Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user presented with a ¿high¿ blood glucose reading and no insulin delivery for approximately three hours while in preoperative care, and subsequent discussion revealed the user had unintentionally left insulin delivery paused for over twelve hours after a shower; the care team advised disconnecting the ilet and administering manual insulin corrections. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and manual insulin administration to correct blood glucose. Investigation included review of user-reported history and troubleshooting and education with the caregiver regarding device operation, alarm acknowledgement, and use per instructions. Investigation of this case revealed user-initiated pause of insulin delivery that was not resumed, with no device malfunction confirmed. It was concluded that the event was related to use error resulting in hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.